Event description:
It was reported by the customer that while the nurse was trying to raise the head of the bed, the pin on the swivel joint sheared off and head frame collapsed with a pt on it who was on dialysis at the time. No injury sustained and bed taken out of use.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). The on-site eval of the device has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.